Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('migration\perforation: uterus / malposition of essure device. Location of device: displaced on left side. Migration of essure device, location of device: unable to locate on right side'). And device expulsion ('claiming breakage/ expulsion: expulsion'). In an adult female patient who had essure (batch no. 876633), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: hypothyroidism. Previously administered products included: for prevent pregnancy: mirena from 15-aug-2007 to 9-jan-2012. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding between periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, uterine haemorrhage, psychological trauma, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased and vaginal haemorrhage outcome was unknown. And the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia and bladder disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, uterine haemorrhage, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain, chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, back pain, expulsion, psych injury, migration, perforation: uterus. Essure removal: complications during removal surgery? Repeat/multiple surgeries. Surgery was not given. Discrepancy noted, in date of birth (B)(6) 1984. Discrepancy noted, in date of insertion (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2015, result: bilateral occlusion. Confirmation test: not specified. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: lot number added. Events added from pfs: abnormal bleeding (vaginal), abnormal uterine bleeding. Medical history, historical drug, reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration\perforation: uterus / malposition of essure device location of device: displaced on left side, migration of essure device location of device: unable to locate on right side.') And device expulsion ('claiming breakage/ expulsion: expulsion') in an adult female patient who had essure (batch no. 876633-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2007 to (B)(6) 2012. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding between periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, uterine haemorrhage, psychological trauma, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased and vaginal haemorrhage outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia and bladder disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, uterine haemorrhage, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain- chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, back pain, expulsion, psych injury, migration, perforation: uterus, essure removal:- complications during removal surgery? -repeat/multiple surgeries, surgery was not given. Discrepancy noted in date of birth (B)(6) 1984 and (B)(6) 1984. Discrepancy noted in date of insertion (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result: bilateral occlusion. Confirmation test not specified.. Lot number reported 876633 is invalid most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration\perforation: uterus / malposition of essure device location of device: displaced on left side, migration of essure device location of device: unable to locate on right side.') And device expulsion ('expulsion') in an adult female patient who had essure (batch no. 876633-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2007 to (B)(6) 2012. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), abnormal uterine bleeding ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), intermenstrual bleeding ("metorhagia (bleeding between periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, abnormal uterine bleeding, psychological trauma, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased and vaginal haemorrhage outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding and bladder disorder had resolved. The reporter considered abdominal pain, abnormal uterine bleeding, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, nausea, pelvic pain, psychological trauma, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain- chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, back pain, expulsion, psych injury, migration, perforation: uterus, essure removal:- complications during removal surgery? -repeat/multiple surgeries, surgery was not given. Discrepancy noted in date of birth (B)(6) 1984 and (B)(6) 1984. Discrepancy noted in date of insertion (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result: bilateral occlusion. Confirmation test not specified. Lot number reported 876633 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter added from medical records based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration\perforation: uterus') and device expulsion ('claiming breakage/ expulsion: expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding between periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, psychological trauma, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia and bladder disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain- chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, back pain, expulsion, psych injury, migration, perforation: uterus, essure removal:- complications during removal surgery? -repeat/multiple surgeries, surgery was not given. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result: bilateral occlusion. Confirmation test not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously added injury nos was replaced with dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, expulsion, psych injury, perforation: uterus, bladder problems, fatigue, gi conditions, hormonal changes, headaches, nausea, vision, problems, weight gain were added. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.